Manufacturer narrative:
The error was related to mixing of product at the hospital by hospital by hospital staff. Although both drills are 14mm the eagle drill will bottom out on the eagle drill guide. The skyline drill will not bottom out in the eagle drill guide.

Event description:
Contact reported that a skyline drill was (inadvertently) placed into a swift/ eagle kit by the hospitals sterile processing staff. The skyline is longer than eagle and as a result the surgeon broke thru the vertebral body and into the canal space. There was no post-op complication as a result of this situation, and the pt is reported to be doing fine. As this could have resulted in an adverse outcome an MDR is being filed to document this event.